Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to insert guide wire was able to be confirmed as the inner member was found to be separated distal to the guide wire exit notch. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for difficult to insert guide wire from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the left anterior descending (lad), the 2.75x12mm xience xpedition stent delivery system (sds) would not insert onto the non-abbott guide wire. The device was removed from the wire without issue and another 2.75x12mm xience xpedition stent was successfully implanted using the same wire. There was no adverse patient effect or a clinically significant delay in the procedure reported. No additional information was provided. Return device analysis noted that the inner member was separated, but the outer member was still intact.